Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer¿s blood glucose (bg) level was 535 (mg/dl), which was addressed with a correction bolus. Reportedly, when loading a new cartridge, the customer removed and inserted the cartridge out of proper load sequence. Tandem¿s technical support assisted the customer with the load process, verifying that the customer was following the on-screen instructions. The customer was able to load a new cartridge successfully and resume insulin delivery.